Manufacturer narrative:
The electrodes were returned for evaluation. The electrodes were received stuck together on the gel side with the CPR puck stuck in between, which compromised the investigation. However, the pads passed electrical testing on a test r-series device. Visual inspection of the front pad conductive plate found discoloration and evidence of arching, and the back pad conductive plate had discoloration which is evidence of a discharge. The customer was contacted but could not provide a picture of the reported burn or any clinical data from the event. Zoll's instructions for use states "transcutaneous pacing longer than 30 minutes may cause burns to the skin" and "for pacing times in excess of 2 hours, zoll recommends pro-padz with liquid gel. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed. Please refer to the attached user medwatch report that zoll medical has received from the customer.

Event description:
Complainant alleged that while treating an (B)(6) male patient, after 6 hours of pacing, upon removal of the pads, observed a burn where the pads were adhered. Complainant indicated that the patient required care consultation regarding the burn. Complainant indicated that the patient sustained a third degree burn. Please reference medwatch report 1218058-2019-00032 for a similar event reported from the same customer.